Event description:
Hill-rom received a report from a hill-rom technician stating the brake caster on the right front side of bed is not holding in brake position. The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the right front side brake caster not holding due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the right front brake caster to resolve the issue. Based on this information, no further action is required.